Event description:
As reported: "rev ltha conversion hemi to tha." Patient was revised to a competitor acetabulum with a new stryker head and sleeve. Additional information from rep: the patient was having pain so he converted to bipolar head to a total hip.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown hip was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.